Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjy4780. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. Concentricity of catheter balloon is 100/0. The balloon deflated 10ml methylene blue solution within 01min 03sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that even though the foley catheter cuff was inflated after insertion, it was discovered that the water had leaked out of the cuff during surgery. However, when the cuff was inflated again, no leak was found, so would like to investigate the cause of the leak. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 17nov2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that even though the foley catheter cuff was inflated after insertion, it was discovered that the water had leaked out of the cuff during surgery. However, when the cuff was inflated again, no leak was found, so would like to investigate the cause of the leak.